Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer family reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 416 mg/dl. The customer stated that she gave her a bolus but know the snooze is coming up every 5 minutes. The customer stated that they just wanted to know how to turn it off. The customer declined for troubleshooting. The insulin pump will not be returned for analysis.